Event description:
It was reported that a balloon rupture occurred. The 90% in-stent-restenosed target lesion was located in the moderately and mildly tortuous unspecified vessel. A 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During first inflation, it was noted that the balloon ruptured at 6 atm. The device was completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).